Event description:
The hospital reported a malfunction resulting in light anesthesia causing the patient to wake up during the procedure. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. D4 serial number information not provided. H4 date of device manufacture unknown as no serial number provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The customer declined ge service. No repair information available.